Manufacturer narrative:
Lead was removed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged shortly after device implant causing diaphragm stimulation. Physician elected not to replace the left ventricular (lv) lead due difficulties advancing the lead thru the catheter. There were no adverse patient effects reported.